Event description:
Same case as MDR ID# 2134265-2012-06491. Same case as MDR ID# 2134265-2012-06489. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was in-stent restenosis of three unknown manufacturer¿s bare metal stents located in the right coronary artery (rca). A non bsc guide wire crossed the lesion then an unknown manufacturer ivus imaging catheter failed to cross the lesion. The target lesion was ablated with a 1.75mm rotablator burr. The unknown manufacturer's ivus imaging catheter was able to cross the target lesion. A 4.0x15mm nc quantum apex balloon catheter was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. A second 4.0x15mm nc quantum apex balloon catheter advanced to the lesion and was inflated to 12atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. Ablation with a rotablator 2.15mm burr was attempted; however, an abnormal sound was noted and the burr of the rotablator did not rotate. The burr was exchanged to another same device. Rotational atherectomy was performed, ivus was performed, and then a 3.5x12mm nc quantum apex balloon catheter was inflated to 16atm and the second inflation and ruptured. The nc quantum apex balloon catheter was removed intact. Inflation with a 3.5x10mm flextome cutting balloon was performed. A promus element 3.5x20mm stent was implanted at 20atm. Ivus was performed and the procedure was completed. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2012-06491. Same case as MDR ID# 2134265-2012-06489. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was in-stent restenosis of three unknown manufacturer's bare metal stents located in the right coronary artery (rca). A non bsc guide wire crossed the lesion then an unknown manufacturer ivus imaging catheter failed to cross the lesion. The target lesion was ablated with a 1.75 mm rotablator burr. The unknown manufacturer's ivus imaging catheter was able to cross the target lesion. A 4.0 x 15 mm nc quantum apex balloon catheter was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. A second 4.0 x 15 mm nc quantum apex balloon catheter advanced to the lesion and was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. Ablation with a rotablator 2.15 mm burr was attempted; however, an abnormal sound was noted and the burr of the rotablator did not rotate. The burr was exchanged to another same device. Rotational atherectomy was performed, ivus was performed, and then a 3.5 x 12 mm nc quantum apex balloon catheter was inflated to 16 atm and the second inflation and ruptured. The nc quantum apex balloon catheter was removed intact. Inflation with a 3.5 x 10 mm flextome cutting balloon was performed. A promus element 3.5 x 20 mm stent was implanted at 20 atm. Ivus was performed and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. The tip was damaged. There was a complete shaft separation adjacent to the bi-component weld. The fracture surface was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. Functional testing of balloon inflation and deflation could not be performed; therefore the reported balloon burst could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).